Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pt underwent a posterior spinal surgery at l4-s1. Approx 3.5 years post op, the rod was found to be broken. The pt is fused at l5-s1 but is not fused at l4-5. The pt is complaining of pain and has developed stenosis at l3-4. A revision surgery has not taken place but is scheduled in the near future.